Manufacturer narrative:
Engineering determined that the probable cause of the reported distal pressure sensor failure was a momentary pressure fluctuation that occurred while the device was infusing ¿ not due to a hardware malfunction. The distal occlusion alarm may have been triggered by the use of microbore tubing at a flow rate exceeding 100 ml/hr, which is explicitly cautioned against in the system operating manual. While additional alarms such as distal air-in-line and another e346 error were observed during normal-rate testing, these could not be reproduced and did not indicate a persistent or systemic fault. Overall, the device was found to be operating within specifications, and the investigation concluded that it functioned correctly. The alarm events were linked to setup-related conditions. Although the patient passed away during the event, the investigation did not establish a causal link between the alarms and the outcome. Therefore, the device¿s contribution to the event could not be confirmed, and this case does not warrant escalation to CAPA

Event description:
It was reported that a plum 360 was involved in a patient event. It was stated in the report, "two pumps that were used during a patient coding. The staff sent me the fluids were running wide open and the error continued so the nurse swapped out the pump to a different one and the same error occurred when attempting to run wide open. It did not occur when levo was running a consistent rate.¿ it also stated that they are unable to figure out which pump was first or second. One of the pumps with the serial number (B)(6) had a few different error codes happening around the time of the code. It has a distal occlusion alarm and then an ¿e346 distal press sensor 2¿. The patient passed away, but they are unable to tell if these pumps are a direct cause. "The code record is still not scanned in. What I can gather from the provider notes and nursing notes is that our monitor tech called the nurse to tell him that the patient was showing asystole on the monitor. The nurse went to the room and found the patient on the floor outside the bathroom; the patient was pulseless and not breathing. CPR was started and a code blue was called. The patient was intubated by our intensivist. The patient was given 8 rounds of epinephrine IV. He did at one point appear to have a wide complex cardiac rhythm on the monitor with a rate of about 30 but had a barely palpable pulse and no blood pressure. Atropine was given IV but did not have an effect on the rhythm. The patient once again went pulseless, and CPR was continued. The same wide complex rhythm did recur briefly with a pulse, but the pulse was then lost again. CPR was stopped after 31 minutes, and the patient was pronounced dead. Having IV fluids run at 999cc/hr. On the IV pump helps to deliver life-saving medications such as epinephrine and atropine. CPR helps to circulate the medications so they can have an effect on the heart. It really is critical to have the pumps functioning appropriately during the code blue event in order to deliver the medication. I¿m still trying to figure out if we took the IV fluids off the pump and tried to just run them via gravity."

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.